Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a single pump reboot event.  The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. Moisture was observed behind the display lens. During testing, the pump was powered on and the display was found to be blank with normal auditory and vibration, which impeded further testing. A leak test was performed and a leak was identified at the display lens. The pump cover was removed and moisture ingress was found on the printed circuit board and internal components. The original complaint of a power issue was noted in the pump history but unable to be fully investigated due to the blank display issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was located behind the display and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.